Event description:
A letter from (B)(6) was sent to stryker (B)(4) in which the (B)(6) are reporting of a potential claim for damages for personal injuries and other loss suffered by their client which they claim to be a result of the failure of ceramic based prosthesis system fitted to him during hip replacement surgeries at queen's medical centre in nottingham. It was further stated in the letter that their client underwent a left total hip replacement on the (B)(6) 2005. It was also reported that their client underwent a revision on (B)(6) 2005 where an exeter v40 femoral stem and a v40 alumina head were fitted.

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00078.